Event description:
It was reported that during a supply change for the ilet infusion system, the user experienced difficulty attaching the infusion set connector where the short and long tubings meet and initially did not observe drops at the needle cover, indicating the infusion set was deployed or connected incorrectly. After flipping and reinserting the ¿pitchfork¿ until it clicked, the user completed fill tubing, confirmed visible drops at the needle cover, finished the process, and resumed insulin delivery with blood glucose unaffected. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.